Manufacturer narrative:
The lot complaint history was reviewed. A device history record review shows that the product was released per specifications. The used returned sample was visually inspected; there were no obvious defects and the elastomers on the cassette were in place. A full internal pressure leak test was then conducted on the cassette and no leakage was detected. A console representing a current software version was then used to test the sample. The sample could prime and pass intra ocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed to the drain bag without any interfering. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cassette leaked into the machine before the surgery. There was no patient harm. To resolve the issue another pack was opened and the procedure was completed without harm to the patient. A product sample has been requested for evaluation.